Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, when loading the lens, the leading haptic folded around onto the back of the optic. There was no patient contact, and the procedure was completed on the same day. Additional information was requested but is not available at the time of this report.